Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found that manual articulation testing showed that the grips did not open due to the bent grip tang. One grip tang was found to be bent, while the grips themselves showed no cracking, and adjacent components were undamaged. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument clamp did not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws could not be opened during the procedure, but they were not stuck in tissue. There were no adverse effects on tissue, no unexpected tissue removal, and no bleeding related to the issue.